Event description:
It was reported by service report that when the bed would not go up and down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: sensor coil cord. Cpu board malfunction.